Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure devices ha(B)(6) ve been placed according to history but not visualized on ultrasound') and pelvic pain ('pain- pelvic') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed with essure insertion procedure". The patient's medical history included diabetes mellitus non-insulin-dependent, obsessive-compulsive disorder, polycystic ovary, miscarriage, nabothian cyst, uterine bleeding and polycystic ovarian syndrome. Previously administered products included for an unreported indication: metformin, delestrogen, progesterone and yasmin. Concomitant products included tolterodine l-tartrate (detrol) since (B)(6) 2012 for nocturia as well as ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2011 to (B)(6) 2012, ethinylestradiol;norelgestromin (ortho evra) from (B)(6) 2011 to (B)(6) 2011 and oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain- back / lower back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding vaginal") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), 16 days after insertion of essure. In (B)(6) 2011, the patient experienced menstruation irregular ("irregular cycle"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). On (B)(6) 2011, the patient experienced nausea ("nausea"). On (B)(6) 2011, the patient experienced vaginal discharge ("bladder/urinary problems: vag. Discharge/ vaginal dis charge with odor"). In (B)(6) 2012, the patient experienced rash pruritic ("rashes or skin conditions type: itchy rash over abdominal and pelvic area"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia") and coital bleeding ("bleeding during and after intercourse"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnorm. Bleed"), uterine haemorrhage ("uterine bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)"), migraine ("migraines /headaches"), headache ("headaches"), polycystic ovaries ("hormonal changes: polycystic ovary syndrome"), dyspnoea ("shortness of breath"), hot flush ("hot flashes") and nocturia ("nocturia"). The patient was treated with ethinylestradiol;norgestimate (sprintec), promethazine and surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain, genital haemorrhage, vaginal haemorrhage, metrorrhagia, menstruation irregular, migraine, headache, polycystic ovaries, dyspnoea, hot flush, nocturia and coital bleeding outcome was unknown and the pelvic pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, dysfunctional uterine bleeding, uterine haemorrhage, female sexual dysfunction, vaginal discharge, nausea and rash pruritic had resolved. The reporter considered abdominal pain, back pain, coital bleeding, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dyspnoea, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, menstruation irregular, metrorrhagia, migraine, nausea, nocturia, pelvic pain, polycystic ovaries, rash pruritic, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure was inserted in 2011/2012. Plaintiffs received treatment for back pain, pelvic pain, abdominal pain, dysmennorhea (cramping), menorrhagia, metrorrhagia, general abnormal bleeding, vaginal discharge, migraine, headaches, nausea, hormonal changes, shortness of breath, vaginal dis charge with odor, hot flashes. Received treatment for nocturia , vaginal hemorrhage, findings: essure devices have been placed according to history but not visualized on ultrasound. Discrepancy noted in date of insertion (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral occlusion. Pathology test - on (B)(6) 2015: hysterectomy with bilateral salpingectomy: cervix: acute and chronic cervicitis with squamous metaplasia, no dysplasia or malignancy seen endometrium: compressed, benign basal endometrium. No hyperplasia or malignancy seen. Myometrium: focal submucosal scarring noted. No malignancy seen. Fallopian tubes: benign paratubal cysts noted, no malignancy seen gross: right fallopian tube contains a fimbriated end and measures up to 6.0 cm in length and 0.6 cm in diameter with paratubal cysts. Left fallopian tube contains a metallic wire and has a fimbriated end. It measures 6.5 cm in length and 0.6 cm in diameter with a paratubal cyst. Ultrasound scan - on (B)(6) 2015: essure devices have been placed according to history but not visualized on ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pain lower back, nausea, polycystic ovaries, dysmenorrhea, abnormal uterine bleeding . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: pfs received. New events: apareunia, itchy rash, menses irregular, dyspareunia, post coital bleeding, uterine hemorrhage were added. Outcome of the events were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure devices have been placed according to history but not visualized on ultrasound') and pelvic pain ('pain- pelvic') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed with essure insertion procedure." The patient's medical history included diabetes mellitus non-insulin-dependent, obsessive-compulsive disorder, polycystic ovary, miscarriage, nabothian cyst, uterine bleeding and polycystic ovarian syndrome. Previously administered products included for an unreported indication: metformin, delestrogen, progesterone and yasmin. Concomitant products included tolterodine l-tartrate (detrol) since (B)(6) 2012 for nocturia as well as ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2011 to (B)(6) 2012, ethinylestradiol;norelgestromin (ortho evra) from (B)(6) 2011 to (B)(6) 2011 and oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain- back / lower back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding vaginal") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), 16 days after insertion of essure. In (B)(6) 2011, the patient experienced menstruation irregular ("irregular cycle"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). On (B)(6) 2011, the patient experienced nausea ("nausea"). On (B)(6) 2011, the patient experienced vaginal discharge ("bladder/urinary problems: vag. Discharge/ vaginal dis charge with odor"). In (B)(6) 2012, the patient experienced rash pruritic ("rashes or skin conditions type: itchy rash over abdominal and pelvic area"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia") and coital bleeding ("bleeding during and after intercourse"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnorm. Bleed"), uterine haemorrhage ("uterine bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)"), migraine ("migraines /headaches"), headache ("headaches"), polycystic ovaries ("hormonal changes: polycystic ovary syndrome"), dyspnoea ("shortness of breath"), hot flush ("hot flashes") and nocturia ("nocturia"). The patient was treated with ethinylestradiol;norgestimate (sprintec), promethazine and surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain, genital haemorrhage, vaginal haemorrhage, metrorrhagia, menstruation irregular, migraine, headache, polycystic ovaries, dyspnoea, hot flush, nocturia and coital bleeding outcome was unknown and the pelvic pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, dysfunctional uterine bleeding, uterine haemorrhage, female sexual dysfunction, vaginal discharge, nausea and rash pruritic had resolved. The reporter considered abdominal pain, back pain, coital bleeding, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dyspnoea, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, menstruation irregular, metrorrhagia, migraine, nausea, nocturia, pelvic pain, polycystic ovaries, rash pruritic, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure was inserted in 2011/2012. Plaintiffs received treatment for back pain, pelvic pain, abdominal pain, dysmennorhea (cramping), menorrhagia, metrorrhagia, general abnormal bleeding, vaginal discharge, migraine, headaches, nausea, hormonal changes, shortness of breath, vaginal dis charge with odor, hot flashes. Received treatment for nocturia , vaginal hemorrhage, findings: essure devices have been placed according to history but not visualized on ultrasound. Discrepancy noted in date of insertion (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral occlusion. Pathology test - on (B)(6) 2015: hysterectomy with bilateral salpingectomy: cervix: acute and chronic cervicitis with squamous metaplasia, no dysplasia or malignancy seen endometrium: compressed, benign basal endometrium. No hyperplasia or malignancy seen. Myometrium: focal submucosal scarring noted. No malignancy seen. Fallopian tubes: benign paratubal cysts noted, no malignancy seen gross: right fallopian tube contains a fimbriated end and measures up to 6.0 cm in length and 0.6 cm in diameter with paratubal cysts. Left fallopian tube contains a metallic wire and has a fimbriated end. It measures 6.5 cm in length and 0.6 cm in diameter with a paratubal cyst.. Ultrasound scan - on (B)(6) 2015: essure devices have been placed according to history but not visualized on ultrasound.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pain lower back, nausea, polycystic ovaries, dysmenorrhea, abnormal uterine bleeding quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure devices have been placed according to history but not visualized on ultrasound'), pelvic pain ('pain- pelvic'), genital haemorrhage ('gen. Abnorm. Bleed') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed with essure insertion procedure". The patient's medical history included diabetes mellitus non-insulin-dependent, obsessive-compulsive disorder, polycystic ovary, miscarriage and nabothian cyst. Previously administered products included for an unreported indication: metformin, delestrogen, progesterone and yasmin. Concomitant products included tolterodine l-tartrate (detrol) since (B)(6) 2012 for nocturia as well as oxycodone hydrochloride;oxycodone terephthalate;paracetamol (percocet) since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding vaginal"), back pain ("pain- back / lower back pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal discharge ("bladder/urinary problems: vag. Discharge/ vaginal dis charge with odor"), migraine ("migraines /headaches"), headache ("headaches"), nausea ("nausea"), polycystic ovaries ("hormonal changes: polycystic ovary syndrome"), dyspnoea ("shortness of breath"), hot flush ("hot flashes"), nocturia ("nocturia") and dysfunctional uterine bleeding (seriousness criterion medically significant). The patient was treated with ethinylestradiol;norgestimate (sprintec), promethazine and surgery (hyst. (Partial),salping. (Bilateral),hysterectomy with bilateral salpingectomy and laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, back pain, abdominal pain, dysmenorrhoea, metrorrhagia, vaginal discharge, migraine, headache, nausea, polycystic ovaries, dyspnoea, hot flush, nocturia and dysfunctional uterine bleeding outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspnoea, genital haemorrhage, headache, hot flush, menorrhagia, metrorrhagia, migraine, nausea, nocturia, pelvic pain, polycystic ovaries, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure was inserted in 2011/2012. Plaintiffs received treatment for back pain, pelvic pain, abdominal pain, dysmennorhea (cramping), menorrhagia, metrorrhagia, general abnormal bleeding, vaginal discharge, migraine, headaches, nausea, hormonal changes, shortness of breath, vaginal dis charge with odor, hot flashes. Received treatment for nocturia , vaginal hemorrhage, findings: essure devices have been placed according to history but not visualized on ultrasound. Discrepancy noted in date of insertion 19-oct-2011 & 11-oct-2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral occlusion. Pathology test - on (B)(6) 2015: hysterectomy with bilateral salpingectomy: cervix: acute and chronic cervicitis with squamous metaplasia, no dysplasia or malignancy seen endometrium: compressed, benign basal endometrium. No hyperplasia or malignancy seen. Myometrium: focal submucosal scarring noted. No malignancy seen. Fallopian tubes: benign paratubal cysts noted, no malignancy seen gross: right fallopian tube contains a fimbriated end and measures up to 6.0 cm in length and 0.6 cm in diameter with paratubal cysts. Left fallopian tube contains a metallic wire and has a fimbriated end. It measures 6.5 cm in length and 0.6 cm in diameter with a paratubal cyst.. Ultrasound scan - on (B)(6) 2015: essure devices have been placed according to history but not visualized on ultrasound.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pain lower back, nausea, polycystic ovaries, dysmenorrhea, abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs &mr received: reporter was added. Previously added event hormonal change was updated to polycystic ovary syndrome and new events: device dislocation, bleeding vaginal,nocturia, dysfunctional uterine bleeding , medical device monitoring error were added. Historical drug was added.concomitaint drug was added. Medical history was added. Treatment drug was added . No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain- pelvic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain- back"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("bladder/urinary problems: vag. Discharge/ vaginal dis charge with odor"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), dyspnoea ("shortness of breath") and hot flush ("hot flashes") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Partial),salping. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, genital haemorrhage, vaginal discharge, migraine, headache, nausea, hormone level abnormal, dyspnoea and hot flush outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspnoea, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain and vaginal discharge to be related to essure. The reporter commented: essure was inserted in 2011/2012. Plaintiffs received treatment for back pain, pelvic pain, abdominal pain, dysmennorhea (cramping), menorrhagia, metrorrhagia, general abnormal bleeding, vaginal discharge, migraine, headaches, nausea, hormonal changes, shortness of breath, vaginal discharge with odor, hot flashes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet was received. Event-injury was deleted device category changed from device other event to incident. Events added from pfs- back pain, pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia, metrorrhagia, general abnormal bleeding, vaginal discharge, migraine, headaches, nausea, hormonal changes, shortness of breath, hot flashes. Reporter information, date of birth, essure removal date, lab data were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.